Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was not provided; therefore a batch review cannot be conducted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that a leak from the tube of the transfer set was found during using the clean flash. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed. During evaluation of the returned sample a leak was identified from a cut in the tubing approximately 1 1/2" from the sleeve in the closed position.